Event description:
Resident was in hir tilt/recline chair in tilt/recline position. #one certified nursing assistant was behind in chair to set chair forward. #two certified nursing assistant was in front of chair pulling down covering blanket. #one certified nursing assistant started to slowly release chair. Certified nursing assistant #two noticed a strange look on resident's face, and asked certified nursing assistant #one to recline chair again. As certified nursing assistant #one moved the resident's hand it was noted that his finger was hanging and bleeding profusely. Nurse was notified; md notified; first aid given & resident transferred to hospital ER for treatment. It was felt by staff involved that the finger was crushed when resident put hand under the chair while upright movement was in progress. Area of involvement was between the seat and the hard plastic knob the seat rests upon when fully upright.